Manufacturer narrative:
The phaco handpiece was received for evaluation. The phaco handpiece was flushed for particulates testing. The phaco handpiece was visually and microscopically analyzed and found to contain several blue fibers up to 2 mm in length, a clear fiber approximately 489 m in length, a clear particle 279 m in length, and a few orange particles up to 95 m in length. The fibers and particles were isolated and analyzed. The analysis identified elements including wypall fibers (blue fibers), chipboard and polyester (clear fibers) particle board (clear particles). However, the exact origin of the fibers and particles remains inconclusive. A visual assessment of the returned phaco handpiece revealed no visual nonconformities. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet product specifications. Unrelated to the reported event, particles were collected from the handpiece during testing. However, the origins of the fibers and particulates remains unknown. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a surgery the patient was experienced with toxic anterior segment syndrome like endophthalmitis. The procedure details was not provided. Additional information has been requested. Additional information received it indicated the event occurred following cataract procedure. The patient was recovered by using topical steroids and antibiotics. The bacterial test was not performed.